Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation did not identify an issue with design, manufacturing or labeling with the detached lock lever; however, manufacturing could not be ruled out. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for detachment of components. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. The clip was closed to 60 degrees, and the clip was locked; however, the screw thread in the lock lever cap became detached and the lock line was not secure. The lock lever cap was fixed with a fastener, and the first and second final arm angle was established. The clip was deployed. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.